Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm nc quantum apex balloon catheter was selected to treat the lesion. The catheter shaft snapped in the middle of the procedure. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen. The device was returned in two pieces; the hypotube was broken 92cm from the strain relief. There were multiple hypotube kinks noted. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected to treat the lesion. The catheter shaft snapped in the middle of the procedure. The procedure was completed with another of the same device. No patient complications were reported.